Manufacturer narrative:
The reported product is an unknown baxter transfer set. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced fever and abdominal pain. The same day, patient was admitted to the hospital for the events. While hospitalized, the physician noted the transfer set was disconnected. The location of the disconnection was unknown. The following day the transfer set was changed. The cause of the disconnection was not reported. Treatment for the events was not reported. At the time of this report, the patient remained hospitalized and the events were ongoing. Three days after event onset, pd therapy was discontinued, and hemodialysis was started. No additional information is available.